Manufacturer narrative:
A ge service representative performed an onsite investigation. The rear wheels were replaced during the service call. The system was tested and found to be working as intended and put back into service.

Event description:
The customer reported that the steering handle was hard to turn. The system will remain operational. There is no report of injury or death associated with this event.